Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred. The target lesion was located in the first diagonal branch. The lesion was predilated with an apex balloon and then a promus stent was successfully implanted in the lesion. The physician then attempted to advance a 2.75x28mm promus stent; however, the device became kinked and had to be removed from the patient. The physician then advanced a 2.25x32mm taxus liberte atom stent to the diagonal branch; however, the device became caught on the previously implanted promus stent. The taxus liberte atom stent dislodged from the stent delivery system (sds) and got "caught up" with the previously implanted promus stent. During this time the tip of the non bsc guide wire that was being used broke off and became lodged in the left main (lm). A promus stent was advanced to the lesion and was used to "tack up" the tip of the wire in the lm. No additional patient complications were reported with the patient's current condition listed as okay. Additional information was requested but is not available.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the device found the stent was not dislodged from the stent delivery system (sds). The stent was damaged at the proximal and distal sections. Struts on stent rows 1 to 2 from the distal edge were slightly raised and struts on rows 3-7 from the proximal edge were misaligned. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is caused by other device. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred. The target lesion was located in the first diagonal branch. The lesion was predilated with an apex balloon and then a promus stent was successfully implanted in the lesion. The physician then attempted to advance a 2.75x28mm promus stent; however, the device became kinked and had to be removed from the patient. The physician then advanced a 2.25x32mm taxus liberte atom stent to the diagonal branch; however, the device became caught on the previously implanted promus stent. The taxus liberte atom stent dislodged from the stent delivery system (sds) and got "caught up" with the previously implanted promus stent. During this time the tip of the non bsc guide wire that was being used broke off and became lodged in the left main (lm). A promus stent was advanced to the lesion and was used to "tack up" the tip of the wire in the lm. No additional patient complications were reported with the patient's current condition listed as okay. Additional information was requested but is not available.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).